Manufacturer narrative:
Age, weight, ethnicity: unknown, information not provided. Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was damaged. There was no patient contact with the iol. The event was observed during the procedure. A competitor lens was used as the replacement lens due to posterior capsule tear. No further information available.